Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose value was 548 mg/dl. The insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue to use the device.